Manufacturer narrative:
Additional information received: it was thought the flow divider was compressed by calcification and it was noted that the neck was long and calcified. No intervention is required. Film evaluation summary: the reported stent graft limb compression and occlusion were confirmed on the films provided. It is most likely the patient's long artic neck contributed to the flow divider being deployed within the distal segment of the proximal aortic neck. Leading to limb compression of the ipsilateral limb and subsequent occlusion . Other possible contributors to vessel occlusion include an unknown coagulopathy that is now presenting or a previous history of pad leading to poor distal run-off. Analysis of the returned films did not reveal any obvious out of specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to h6. Correction to h11. Film evaluation summary the reported stent graft limb compression was confirmed on the films provided. It is most likely the patient's long artic neck contributed to the flow divider being deployed within the distal segment of the proximal aortic neck leading to limb compression of the ipsilateral limb. Stent graft occlusion was observed within main body ipsilateral limb and the ipsilateral limb stent graft during film analysis. Other possible contributors to occlusion include an unknown coagulopathy that is now presenting or a previous history of pad leading to poor distal run-off. Analysis of the returned films did not reveal any obvious out of specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant main body stent graft was implanted during the endovascular treatment of an abdominal aortic aneurysm on an unknown date. It was reported during a follow-up CT scan, taken on unknown date, that there was a compression of the main body limb sockets at the level of the flow divider. Per the physician the cause was not provided.  No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Correction to h6 annex b code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.